Manufacturer narrative:
Additional info will be provided once the investigation is completed.

Event description:
It was reported that when the unit was being used for resecting the bone of a pt in forward mode, metal flakes were generated. It was further reported that there was a delay in cleaning up the flakes with a shaver. It is not known whether there were any adverse consequences.